Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump separated into two halves after being dropped, though internal connections remained intact and the device was described as very loose. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or required medical care. Investigation included customer interview and logistics review of a replacement shipment. Investigation of this case revealed a mechanical integrity failure of the pump housing consistent with product damage from an external impact, with no evidence of malfunction of internal components reported. It was concluded, based on previously established findings for similar reports, that the cause was physical damage due to external forces.